Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed to capture ECG signal. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation) a getinge field service engineer (fse) evaluated the unit and confirmed the issue. Inspection identified a damaged/broken ECG lead cable, resulting in intermittent ECG readings. No repair was initially performed, as the visit was conducted for quotation purposes only. Upon receipt of a purchase order from the customer, the fse replaced the ECG lead cable. A software flash drive was also provided as part of a separate activity to update the system software from a previous intervention and was not related to the reported issue. Following part replacement, all functional and safety checks were completed in accordance with factory specifications.

Event description:
N/a.

Manufacturer narrative:
Corrected field : e1 ( initial reporter ) , h6 ( component codes ) updated field : b4 , g3 , g6 , h2 ,h11.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,e1(initial reporter,event site email ,event site telephone),g3,g6,h2,h6(health effect impact code,) h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) failed to capture ECG signal. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The (fse) reported that the ECG cable needed to be replaced. The fse had quoted for the part multiple times and multiple gfe's were attempted to replace the part with no customer response.

Event description:
N/a